Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. The insulin pump was received with cracked display window corner, reservoir tube lip, belt clip slot, scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer sated the motor error occurred during rewind. It was stated the customer had some motor error alarms in the history. The insulin pump will be returned for analysis.